Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) artery. During the procedure a perforation occurred due to an unspecified device. A 2.8 x 19 mm graftmaster covered stent was used; however, it failed to cross to the perforation due to the anatomy. Therefore, balloon angioplasty was performed twice to seal the perforation. There was no adverse patient sequela reported. No additional information was provided.